Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported sheath break was confirmed as a guide detachment. The reported foot detachment was confirmed. The reported difficult to remove the suture (suture tangled with the foot) was confirmed. The reported foot retraction problem and reported entrapment could not be replicated in a testing environment as is was based on procedure circumstance. The reported difficulties appear to be related to use of the device after observed damage. The treatments appear to be related to procedure circumstance. It should be noted that the proglide instructions for use (IFU): warnings section states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported sheath break was confirmed as a guide detachment. The reported foot detachment was confirmed. The reported difficult to remove the suture (suture tangled with the foot) was confirmed. The reported foot retraction problem and reported entrapment could not be replicated in a testing environment as is was based on procedure circumstance. The reported difficulties appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: medication was increased to general anesthesia to perform surgery. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported sheath break was confirmed as a guide detachment. The reported foot detachment was confirmed. The reported difficult to remove the suture (suture tangled with the foot) was confirmed. The reported foot retraction problem and reported entrapment could not be replicated in a testing environment as is was based on procedure circumstance. A conclusive cause for the reported guide break (wobbly) could not be determined. The reported foot detachment, device entrapment, difficult to remove the suture (tangled suture), foot retraction problem appears to be related to use of the device after the observed damage. The patient effect of tissue damage and subsequent treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional rotablator procedure. Reportedly, when flushing was performed, the tactile feeling of the proglide device was different than usual. When the lever was closed, the device was pushed a little, as usual, to avoid catching the vessel wall, resistance was noted. The lever was not completely closed and the device was stuck. Tissue damage was noticed. The device was removed and tissue damage was surgically repaired. After the device was removed, it was noticed the foot was detached and the sheath was separated but intact with the actuator wire. The foot was found entangled with the suture and able to be removed without retrieval. Surgical suture closure was used to achieve hemostasis. No additional information was provided.